Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2014 with the following findings: evaluation revealed that the last basal delivery and the last bolus were recorded on (B)(6)2014. The pump history shows on (B)(6) 2014 the pump was manually suspended at 14:32 and manually resumed at 15:04. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Investigators were unable to duplicate reported complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display had a pinkish contrast. This report is made based on results of investigation completed on 09/03/2014.